Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the site had difficulty verifying the short curved suction. The difficulty only occurred towards the end of procedure and the surgeon opted to complete the procedure without the use of navigation. There was a reported delay of 2 minutes due to this issue. There was no impact to patient.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there were no failures or any faults found during system checkout. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the site had difficulty verifying the short curved suction. The difficulty only occurred towards the end of procedure and the surgeon opted to complete the procedure without the use of navigation. There was a reported delay of 2 minutes due to this issue. There was no impact to patient.